Manufacturer narrative:
The biomed installed a new ups. The system operates as intended.

Event description:
The customer reported a issue with the etrak 2500l either not booting or having problems with tracking. No pt injury was reported.